Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s right atrial (ra) lead had noise episodes. No intervention was performed and no patient consequences was reported.